Manufacturer narrative:
As reported, the 6f-7f mynxgrip device failed. The user had to hold pressure and use protamine because of the device failure. There is currently no other information available. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot f1835106 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿unknown - device incident¿ could not be confirmed as the device was not returned for analysis. The exact cause of the device failure experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to device failure experienced. It is currently unknown if the device failed during prep, while in use in the patient or after implantation at the arteriotomy. However, it is known that the user had to apply manual compression to achieve hemostasis. Needing to apply manual compression after use of a vascular closure device is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are warned to not use the device if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. They are also informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. (B)(4).

Event description:
As reported, the 6f-7f mynxgrip device failed. The user had to hold pressure and use protamine because of the device failure. There is currently no other information available.